Manufacturer narrative:
Unable to perform the displacement test, basic occlusion test, occlusion test, prime or compromised force sensor system test, excessive no delivery test, dat test, self test, off no power alarm test and unexpected restart error test or perform the stop current and run current measurement tests due to motor error alarm. Unable to verify a motor position encoder error alarm in the alarm history screen due to constant motor error alarm. Unable to upload the pump using care link due to motor error alarm. Insulin pump had minor scratched display window, cracked belt clip slot, cracked case at reservoir tube window corner and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported that the customer's insulin pump had received motor error and motor position encoder error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm during basal. The insulin pump will be returned for analysis.